Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine root cause of the reported incident. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient visited the emergency room with hypoglycemia. Blood glucose levels declined to 15 mg/dl while wearing the device between 4 and 24 hours in the abdomen. Symptoms include difficulty walking, sweating, confusion and hypoglycemia unawareness. The morning of the event, the patient reported having high blood glucose levels and stated they may have contributed to their hypoglycemia by overbolusing insulin. As treatment, the patient was given intravenous d50 and oral cranberry juice. The patient was discharged 3 hours later. The pod was worn at the time of event and later discarded.